Event description:
It was reported that this right atrial lead was explanted due to high, out-of-range pacing impedance measurements and high thresholds. No additional adverse patient effect were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted calcification around the lead tip. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The reported clinical observations were likely caused by the calcification of the lead tip.

Event description:
It was reported that this right atrial lead was explanted due to high, out-of-range pacing impedance measurements and high thresholds. No additional adverse patient effect were reported. The lead has been returned for analysis.